Event description:
The patient experienced increase in pain. The patient underwent a revision due to the pump reaching end of service. During a dye test, the health care provider (hcp) was unable to pull out the medication from the catheter. The pump volumes always matched with the expected volumes. The pump and catheter were replaced. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported codes were updated for this event.

Event description:
Additional information was received from the patient who that reported their original catheter ¿wore holes in it¿ because the patient lost so much weight that their pump ¿when I moved it was up and down and too loose inside me.